Manufacturer narrative:
H11: through follow-up communication livanova learned the following additional information: - the peroxide level is tested daily but not routinely at weekends. It would be tested prior to any patient use though. - prior to storing empty and initial use the device would be disinfected. - the filling water source is filtered, however the post filter water is not currently tested. Review of livanova complaints database revealed no further contamination event has been notified by this unit since its installation in 2017. Based on the collected evidence, the cleaning and disinfection protocol deviates from the instructions for use (IFU). However, no evidence has been identified regarding a possible source of contamination related to the location where the device is used, which remains unknown.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in leeds, united kingdom. Through follow-up communication livanova learned the following information: - the device is cleaned regularly as per the instructions for use; - the hospital di not use patient reusable blankets; - the water quality monitoring is applied and the h2o2 is checked every day as prescribed by the instructions for use; - when the device is not used, it is stored drained full of water; - it is unknown if the h2o2 is checked daily even during days of non-use (i.e. Week-end); - h2o2 is added when the water in the tanks is changed (each 7 days); - a disposable pall-aquasafe water filter with an 0.2 ¿m membrane or an equivalent performance one is used for tap water; - it is unknown if prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected; - device surfaces are disinfected after every operation; - 3t aerosol collection set is replaced after the allowed use period; - the device is placed inside the operation theatre during use; - the fan of the device is positioned away from the surgical field; at an estimated distance between the surgery field and the device of approximately 2,5 meters. - it is unknown if the water source has been tested. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera following routine water sampling. The machine was taken out of action and quarantined. There is no report of patient injury.